Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown head. Unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain and wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: reported event was confirmed by review of x-ray provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain and poly wear approximately fifteen years post-implantation. Attempts have been made and additional information on the reported event is unavailable.